Event description:
Device report 2 of 3: reference MFR report: 1627487-2012-09026, 09028. The pt received the scs system including two different lead models on (B)(6) 2011. A surgical intervention was undertaken on (B)(6) 2011 to add a third lead to provide adequate coverage. It has been reported the pt began experiencing right-side weakness which was found to be due to a cord compression. The pt was also found to have a deep vein thrombosis (dvt). In order to resolve this, the physician decided to explant one of the leads which caused the cord compression. During the explant procedure, the physician cut the lead, removed the paddle portion and left a portion of the lead connected to the ipg since he did not want to reopen the pocket due to the pt's condition. The explanted product has been retained by the facility. F/u on the pt indicated, the pt has been discharged from the hospital, but still has partial deficits.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.